Manufacturer narrative:
Initial reporter address1: (B)(6).

Event description:
It was reported that rotawire tip detached and remained in the patient. The target lesion area was located in a moderately calcified proximal and mid left anterior descending artery. A 330cm rotawire and 2.0mm rotalink burr were selected for use. During the procedure, it was noted that ablation was performed by the rotational burr being moved forward and backward all the time without staying one place at 180,000 revolutions per minute for 15 seconds. After debulking, when trying to replace the wire with microcatheter, the distal spring tip part of the rotawire detached and remained in the distal part of the peripheral diagonal. Since it was at the peripheral, it was remained as it was, and the procedure was ended. The patient is stable and was already discharged from the hospital.